Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant check belt alarms) was confirmed. As received, the monitor failed incoming testing due to a lack of driven ground signal. Upon evaluation, the r781 resistor was open on the computer / analog (ca) board. The cause of the check belt alarms is the lack of driven ground signal. The cause of the lack of driven ground signal is the open resistor. The root cause of open resistor cannot be positively identified. There is no report of external defibrillation applied during the event, but the damage is typically consistent with external defibrillation delivered by a device other than the lifevest. No death or serious injury resulted. The lifevest was capable of delivering full energy pulses while in use during the event. The damage likely occurred after the treatment event. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was constantly producing 'check belt' gong alarms following a series of appropriate treatment shocks.